Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted for trigeminal nerve stimulation to treat corneal pain. (B)(4).

Event description:
Hayek, s.m., sweet, j.a., miller, j.p., sayegh, r.r. Successful management of corneal neuropathic pain with intrathecal targeted drug delivery. Pain medicine (malden, mass.). 2015:pii pnv058. Doi: (B)(4). Summary: to describe the successful treatment of refractory corneal neuropathic pain with neuromodulation techniques. Intrathecal delivery of bupivacaine and low dose fentanyl in the upper cervical spine can be effective in controlling refractory eye pain in properly selected patients and treatment centers. Reported event: one (B)(6) year-old female patient underwent implant of a left-sided trigeminal nerve stimulator for treatment of corneal neuropathic pain. Six weeks after implant, the patient underwent a revision of the implantable neurostimulator (ins) due to generator migration. The source literature included the following device specifics: lead model 3387 further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.